Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 30-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient has increased pain level. An x-ray showed the leads migrated. The rep reprogrammed to capture evolve programming. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-08-20. It was reported the patient had lead revision and subsequent lead explant due to migration. No patient symptoms were reported. No further complications were reported/anticipated. See related b)(4) for information related to lead revision and explant.